Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03678. It was reported that blackened wire occurred during ablation. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal right coronary artery. A 1.25mm rotalink¿ plus and rotawire¿ were selected for use. During procedure, a 1.50mm rotalink¿ did not crossed a non bsc guide catheter. Thus the 1.25mm rotalink¿ plus was used instead. There was no issue during the first passage and the set operational speed was reached. However, despite the device was not in the target lesion, a strange, loud sound was heard and there was a significant down on the rotation speed. The rotawire was then removed and replaced with another device. When the wire was inspected at outside patient's body, it was noted that there was a kink on the wire at 10 cm from the tip and was blackened. No patient complications were reported.